Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon review of the session record, stored episodes on (B)(6) 2016 showed the patient in vt/vf. The first one begins immediately following hv therapy (that segm was overwritten likely due to available memory). The patient went into vt/vf where there is some intermittent undersensing but the intervals are below the programmed cutoffs. Many of the episodes showed detection in the monitor zone (no treatment zone). There is no known allegation from a health professional that the death was related to the device.